Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, it was reported that the patient was unable to mobilize the peg/j tube, as they did every day. On (B)(6) 2025, a gastroscopy was performed and they saw that the peg tube plate was buried. The patient has been referred to surgery department and was awaiting evaluation by the surgeon.

Event description:
On an unreported date, the patient underwent abdominal surgery for the removal of peg and pei probes.

Manufacturer narrative:
Additional information added to b5.